Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that at regular follow up, the right atrial (ra) lead was found to have a lead warning for low impedance and there was oversensing due to noise. It was noted that the lead impedance in unipolar was around 600 ohms and there was no anomaly found in the polarity, so the ra lead will continue to be used in unipolar polarity. The ra lead is still in use. No patient complications have been reported as a result of this event.